Event description:
It was reported that during a ptca stenting treatment procedure, the choice es guidewire tip fractured. The lesion being treated was highly calcified, 100% stenotic lesion in the mid lad coronary artery. When the physician attempted to remove the guidewire, resistance was encountered preventing successful retrieval. The tip of the guidewire fractured off and remains in the pt. Pt status is "without any complications." Additional info has been requested regarding this event.